Event description:
A caller reported that a malfunction occurred on the pump after it got wet. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.